Event description:
It was reported that the tip of the fiber disconnected from the fiber after 136,625 joules with 28:49 minutes of use. The tip of the fiber was not clean. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that the tip of the fiber disconnected from the fiber after 136,625 joules with 28:49 minutes of use. The tip of the fiber was not clean. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. The heat shrink tubing open end wall exhibits minor scratch marks. Based on the observed fiber finding, it is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.